Event description:
Blood glucose results of "346 mg/dl, 179 mg/dl, 126 mg/dl and 137 md/dl. With the lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. The meter, test strips and control solution were replaced.